Event description:
It was reported the programmer and analyzer both will lock up / freeze. It was also reported the back door is broken. The programmer and analyzer were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis found the programmer intermittently takes a long time to boot up and would intermittently lock up on various screens or modes of operation. This would include locking up while in the analyzer mode. Analysis also found broken latch tabs on power cord door, crack in the upper hinge plate, damaged rubber pads on lower case, broken left and right keyboard hinges, crack in handle covers, keyboard latch broken and does not latch securely, and intermittently noisy system fan.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 229047 analyzer. (B)(4).